Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers spouse reported via phone call that the customer received emergency medical assistance and got hospitalized, due to high blood glucose on (B)(6) 2021, with blood glucose of 535 mg/dl at the time of the incident. The customer used the pump and was given intravenous insulin to treat. The customer experienced symptoms such as nausea, weakness, dizziness, and pain. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The customer had passed away 5 days after the high blood glucose incident. The customer passed away from cardiac arrest and their blood glucose before passing was 200 mg/dl. The insulin pump will not be returned for analysis.